Event description:
Coiling treatment of a ruptured right p-comm aneurysm. It was reported the coil perforated the aneurysm during coil delivery. The physician coiled the aneurysm with add'l coils until the hemorrhage was controlled. The pt is reported to be ventilated and intubated and to be with bilateral miosis.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.